Manufacturer narrative:
One cadd cassette was returned for analysis. Customer's complaint of leaking was verified. During functional test leakage was detected at the top of the ay bag. Manufacturing practices were reviewed and found no leakage in the production reviews. Corrective action was initiated and the notification of this complaint was conducted by the quality intern on (B)(6) 2018. The problem source is unknown.

Event description:
Information was received that the cadd cassette is leaking and appears to have a hole in the inner bag or tubing. No reported adverse effects.